Event description:
Potential lead noise can be seen on a periodic recording on hmsc from (B)(6) 2022. A full lead evaluation was recommended. Lead remains implanted. No adverse events reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
It was reported that this lead was capped on (B)(6) 2022 the device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.